Event description:
Malfunction of the device: resolition 360 ultra clip we try to use two clips and both fail to work, one did not open and the other clip did not deployed during an upper gastro procedure trying to stop a bleeed lot number 37896635, ref m00521400, boston scientific resolution 360 ultra clip x2 clips.